Event description:
The manufacturer became aware of an allegation of a philips CPAP device that the patient alleges serious asthma issue. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has received. The following fields has been updated in this report. The manufacturer became aware of an allegation of a philips CPAP device that the patient alleges serious asthma issue. No medical intervention was required by the patient. After the multiple attempts to have the device and components evaluated, the customer responded but unable to gather information about the device. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In general information, 510k has updated. In box b: adverse event/product problem, outcomes attributed to ae has updated. In box g: date received by mfg has been updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action initiated, recall (z) number has been updated.